Event description:
It was reported by service report that the top rail on the left siderail is broken in half and the foot end jack is drifting. No pt involvement or adverse consequences were reported.